Event description:
The hcp reported that the patient was experiencing return of symptoms. Two rotor studies were conducted and confirmed rotor failure. The hcp plans to replace the pump in 2005. A follow-up report will be sent when additional information becomes available.

Event description:
The hcp attempted a refill and found approximately 16cc of residual when there should have been 4.4cc. After the pump replacement, the patient is reported to have recovered without sequela. The hcp reports "still adjusting pump."